Event description:
Customer was feeling ill with high blood glucose symptoms and went to the doctor. The customer stated they had been receiving results in the mid 100's mg/dl. A lab test was performed and the result was in the 400's mg/dl. The customer was perscribed advademet and avandia. No controls were in use. A request was made for the return of the suspect device and replacement was sent.